Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet pump had abnormal alarm behavior, including no vibration and no audible low-glucose alerts, despite alert history entries showing events during troubleshooting, consistent with an alarm/notification malfunction of the pump user interface components. Symptoms included fluctuating blood glucose with episodes of hyperglycemia treated with rapid-acting insulin and hypoglycemia corrected with fast-acting carbohydrates. Outcomes included transient time above range for approximately two to three hours and time below range for less than one hour, with return to in-range values after the pump was replaced; there was no hospitalization. Investigation included technical support review, guided troubleshooting, verification of alert settings and volumes, and review of device alarm history. Investigation of this case revealed that alerts were generated but not delivered as expected to the user via vibration or sound, indicating a malfunction of the alarm output function of the pump¿s user interface subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the alarm output function.